Event description:
It was reported the patient was unable to increase amplitude to a strength that covered targeted pain areas and also experienced changes in stimulation when in different positions. Field representative met with the patient and reprogrammed the device using burstdr which yielded successful results. As a result, the ipg was explanted and replaced on (B)(6) 2019 after a successful bte. Effective therapy was established post-operatively. Positional stimulation has resolved.